Event description:
It was reported that the laparoscope was delivering a foggy image during a medical procedure. A replacement device was used to completed the procedure.

Manufacturer narrative:
The device was returned for investigation and the reported failure mode was confirmed. Alleged failure: "foggy image. There might be a moisture inside the scope." Probable root cause: as per manufacturer, the malfunction was most likely caused by a wrong or too strong reprocessing method of this endoscope by the customer (i.e. Aggressive disinfectant). The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the laparoscope was delivering a foggy image during a medical procedure. A replacement device was used to "completed" the procedure.